Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging the lancet does not fully penetrate on her onetouch delica lancing device. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began about 3 months prior to contacting lfs. The patient manages her diabetes with insulin (type/ amount not specified). It is not known if the patient made changes to her usual dose of medications. After, the patient claims she felt symptoms of dizzy and sweaty. The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted the correct lancets were being used and there was no indication of misuse. The alleged issue was not resolved at the time of troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury due to not being able to test after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.